Event description:
Post angiogram of the placement of the endovascular graft noted a proximal type I endoleak. The area was re-ballooned in order to further promote the graft to vessel apposition and exclusion of the aneurysm. After the inflation of the balloon catheter another angiogram was performed revealing the continued presence of the endoleak. A main body extension was placed proximal to the main body graft extending the body graft up to the lowest renal artery. Final angiogram showed both renal arteries pt and a resolution to the type I endoleak.